Event description:
It was reported there was a cs dissection during implant attempt with the lv lead. The lead was not used. The rest of the system was implanted successfully. Additional information reported the patient had pneumonia, and pleural fluid was drained. Hospitalization was prolonged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It was reported there was a cs dissection during implant attempt with the lv lead. The lead was not used. The rest of the system was implanted successfully. Additional information reported the patient had pneumonia, and pleural fluid was drained. Hospitalization was prolonged.